Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the adverse events were not related to medtronic products and that the failures were caused by the procedures, not the product. It was noted that there was no failure/malfunction of the solitaire device and the failure case meant the patient condition was not ideal, not a device malfunction.

Manufacturer narrative:
After further review, it was found that this article was previously processed and reported. Therefore, any further reporting of this literature article information will be reported under medtronic reference#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
See h11.

Manufacturer narrative:
Section e: authors were associated with multiple health facilities. The reported information in section e is representative of the communicating author's facility address. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Liu, l.-w., kao, h.-l., chen, y.-h., chiang, j.-y., yeh, c.-f., huang, c.-c., chao, c.-c., chen, y.-f., liu, y.-b., <(>&<)> lin, m.-s. (2023). On-table catheter-based neurosalvage performed by cardiologists for embolic complication during an endovascular procedure. Acta cardiologica sinica, 39(1), 162¿168. Https://doi.org/10.6515/acs.202301_39(1).20220425c. Medtronic review of the literature article found a review of 8 patient who experienced embolic complications requiring intervention during endovascular procedures between july 2014 and december 2016. The article noted that intervention was performed in the same surgical setting. Mechanical thrombectomy was noted to be the first-line neurosalvage technique once intracranial large vessel occlusion has been detected and the clinicians technique and device used for these procedures were noted in the article. Devices used in the mechanical thrombectomies to treat three of the eight patients (patients 6-8) included solitaire fr, marksman microcatheter, and navien 6f distal access catheter. The thrombectomy procedures were successful in 2/3 patients. No patients in the study group died within the 12 month follow-up period. The patient who had failed thrombectomy was a 75-year-old female patient who was initially undergoing a percutaneous transluminal angioplasty (pta) for left subclavian artery stenosis. The patient's pre-salvage tici was 0. The thrombectomy failed due to failure of the solitaire stent wire to cross through the embolus. When the thrombectomy failed, the patient received ia rt-pa injection. Only tici 1 was achieved. Post-salvage procedure, the patient's nihss was 8. The patient had no hemorrhagic complications. However neurological status had declined at 1 month follow-up with nihss 15 and mrs 4 noted and demonstrated by right hemiplegia and motor aphasia. The reason for the failure of the solitaire stent to pass through and remove the clot was not reported in the article, only that the thrombectomy failed.